Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while on a patient, the ltv ventilator shows a hardware fault and did not stopped ventilating. It is also mentioned that the customer denies that the unit feels hot or the fan stopped working. At this time, there is no information regarding patient harm associated with the reported event.